Manufacturer narrative:
The reported event that unknown_selzach_product (as reported: unknown self-tapping titanium screws - diameter 1.2mm to 2.3mm) was alleged of issue (infection) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible and no additional information will be requested to the customer as this serves for trending purpose. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. As per rmf, any kind of surgery bears the risk of infection. Only in exceptional cases a contamination of the surgical field is caused by an insufficient sterilization process or a damaging of packaging of the affected devices. In nearly all cases the contamination of the surgical wound is caused by the environment of the surgical field. Also, early or late infection, both deep and/or superficial is adverse result which may be clinically related rather device related. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a study from the university of freiburg medical center. The title of this report is ¿ten years stable internal fixation of metacarpal and phalangeal hand fractures- risk factor and outcome analysis show no increase of complications in the treatment of open compared with closed fractures¿, which was published in 2010 and is associated with ¿profyle modular titanium implant system¿. Within that publication, post-operative complications/ adverse events were reported, which occurred between 1994 to 2003. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore (B)(4) complaints were initiated retrospectively for different adverse events mentioned in the journal. This product inquiry addresses infection. 6 out of 6 cases.